Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2014, this patient was implanted with a gore® excluder® aaa endoprosthesis aortic extender component as a reintervention to a prior endovascular procedure. On (B)(6) 2017, a type ii endoleak was identified. On (B)(6) 2017, a reintervention occurred whereby a translumbar embolization with onyx was performed to treat the type ii endoleak. The patient was observed for several hours and then discharged on the same day.